Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2017 that an echocardiogram demonstrated an inability to close the aortic valve, and that the left ventricle decompressed moderately. It was reported that the patient¿s labs were persistent with hemolysis; however, there were no signs of clinical decompensation, or concerns with interrogation of system controller history. The patient¿s lactate dehydrogenase (ldh) remained elevated, but was improving with heparin and anticoagulation management. Additional information was requested, but not provided.

Manufacturer narrative:
Event or problem: additional information. No product was returned for evaluation. A correlation between the pump and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: pump speed was increased to 9600 rpm. The patient continues with asa, plavix and coumadin. Echocardiogram speed study was negative. Lactate dehydrogenase (ldh) trending down. On (B)(6) 2017, the patient¿s ldh was 515 u/l which is patient¿s baseline and showed no signs or symptoms of heart failure.